Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo shows a shield with a thin hair of plastic hanging off the edge; however, batch information was not included in the photograph. Therefore, bd cannot confirm the reported defects via photo analysis. Additionally, 30 retained samples from batch 5160810 were visually inspected for foreign material and shield damage, with none of the samples failing the inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5160810 for the indicated failure modes: defective stopper molding, and foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported prior to using bd vacutainer® sst¿ blood collection tubes, 1 device contained foreign matter in the tube and had a burred stopper. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported prior to using bd vacutainer® sst¿ blood collection tubes, 1 device contained foreign matter in the tube and had a burred stopper. There was no health impact or consequences reported.